Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: thrombosis without treatment. Device issue: no device malfunction has been reported. The patient reported that he had three vision stents implanted in 2009. Post- procedure, the patient was placed on several medications, including crestor, toprol and plavix. The following month, he began experiencing rhabdomyolysis symptoms and couldn't eat. It got so bad that he was put back in the hospital. The physician confirmed that he had rhabdomyolysis. His physician also told him he needed ptci in the left coronary and scheduled him for nine days after implant. However, the patient opted not to go back for the additional ptci, as he is feeling good as far as no chest pains and no difficulty breathing. He feels that the rhabdomyolysis was from the crestor and those symptoms have greatly improved. No additional event or patient information is available. This is being filed because angiography was not performed; therefore, the possibility of sub acute thrombosis in the vision stents cannot be ruled out.

Manufacturer narrative:
Rhabdomyolysis. Thrombosis, as listed in the vision IFU, is a known adverse event associated with coronary stenting. As there was no reported product malfunction during the time of the stent implant, there does not appear to be any indications of a product quality deficiency. The patient was diagnosed with rhabdomyolysis, which is a known side effect of crestor and a combination of crestor with plavix; it can be a result of many other things, including arterial thrombosis. No additional angiography was done on the patient; therefore, it cannot be ruled out whether or not the stent thrombosed. The two vision stents, indicated are being filed under the same MFR#.